Event description:
Air in blood alarm sounded during first 30min of dialysis treatment. Alarm reset and treatment resumed. 10 min later, air in blood alarm sounded again and micro-bubbles were noted in venous line. Pt disconnected from the system and blood recirculated to remove air. Pt developed shortness of breath and 2l o2 via nasal cannula applied. Shortness of breath resolved over 5 min. Blood returned to pt at rate of 100ml/min. A replacement dialysis system was obtained and treatment resumed. Gambro was contacted by phone and notified of the event. Blood line returned to MFR for eval.